Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 36-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2020. The reporter considered medical device removal to be related to essure. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B76527) for permanent contraceptive tubal implant. The patient had a medical history of frequency of menses. Concurrent conditions were listed as vulvovaginitis, vaginal discharge, uterine fibroid and heavy periods. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1988 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: ga. Removal state: ga. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory essure confirmation test. [Pathology test] on (B)(6) 2020: final pathologic diagnosis. Uterus, cervix, and bilateral fallopian tubes; hysterectomy with bilateral. Salpingectomies: myometrium: fragments of leiomyoma; adenomyosis. Endometrium: secretory phase. Endocervix: mild chronic inflammation. See comment. Fallopian tubes: intact essure devices, patchy fibrous adhesions. No evidence of malignancy. Abs comment: no ectocervix is present in the specimen. Clinical history: menorragia. Specimen: 1 uterus, ectocervix, bilateral tubes. Gross description: aico identified with the specimen are two segments festa, tube that are 5.0 x 0.6 x 0.6 cm. Both tubes include the fimbriated end. Careful examination of the tubes reveals both tubes to contain a coil of metal grossly consistent with an essure device. The specimen container is again checked for ectocervical surfaces and no ectocervical surfaces. Batch no: b76527. Production date: 2013-10-02. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. B76527) for female sterilisation. The patient had a medical history of frequency of menses. Concurrent conditions were listed as vulvovaginitis, vaginal discharge, uterine fibroid and heavy periods. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1988 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: ga. Removal state: ga. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: satisfactory essure confirmation test. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes; hysterectomy with bilateral. Salpingectomies: myometrium: fragments of leiomyoma; adenomyosis. Endometrium: secretory phase. Endocervix: mild chronic inflammation. See comment. Fallopian tubes: intact essure devices, patchy fibrous adhesions. No evidence of malignancy. Abs comment: no ectocervix is present in the specimen. Clinical history: menorragia. Specimen: 1 uterus, ectocervix, bilateral tubes. Gross description: aico identified with the specimen are two segments festa, tube that are 5.0 x 0.6 x 0.6 cm. Both tubes include the fimbriated end. Careful examination of the tubes reveals both tubes to contain a coil of metal grossly consistent with an essure device. The specimen container is again checked for ectocervical surfaces and no ectocervical surfaces. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lot number, surgical pathology report, medical history, concomitant conditions and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.